Event description:
A hemodialysis user facility has reported that a patient had a grossly bloody internal blood leak in a dialyzer during treatment. Visible blood was observed in the effluent dialysate line, with blood in dialysate alarm. This was confirmed with hemostick test. Estimated blood loss is 300ml. No medical intervention was needed. There is a sample available for evaluation.